Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer reported via phone call that his reservoir was leaking insulin. The patient was also having blank display issues and stated that his pump alarmed with a battery out limit after he changed the battery. His blood glucose at the time of incident was 108 mg/dl. Troubleshooting was initiated for the battery out limit and the alarm was successfully cleared. The customer was advised to disconnect, remove reservoir, and rewind the pump. He was also advised that the pump is behaving normally and that he should monitor the pump. No products were returned or shipped.